Manufacturer narrative:
The reported issue with the compressor failing to power on was confirmed during evaluation of the provided problem description. Service report and pictures are not provided. Our fse (field service engineer) was on-site to investigate the issue further and found out that the wire to compressor's transformer was disconnected. After reconnecting, the compressor started to work properly. No parts were replaced and returned. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the compressor did not power on. There was no patient harm. Manufacturer's ref.#: (B)(4).